Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 24 atmospheres, the balloon ruptured. A pinhole was noted on the balloon. The device was completely removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition.